Event description:
The customer reported that the system exhibited an "overvoltage fault." This error is likely to result in an uncommanded system shutdown. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested extensively for further arcing. The system was tested and found to be working as intended and returned to service.